Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files confirmed incomplete battery pack self-tests, consistent with the reported issue. The customer reported that the battery latch would not properly retain the battery within the unit. As the device was not returned for evaluation, the cause of complaint is not known. The customer was advised to remove the unit from service.